Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins). It was reported that they've had issues before where it took them 7 hours to charge their implant and says it started over a month ago in december. They reported being told to turn the stimulation off while recharging, so it charges up faster. They also reported that they noticed sometimes when they're charging, it gets hot. They didn't think it was the antenna, stating "it feels internal though, like it's their battery." They also reported that two days ago, the controller just froze up and says there was a software problem so they contacted their manufacturer's representative (rep) who said they had them take the battery out and reinsert it, and now they can only charge ins up to about 30 % then it will just say finished. They attempted to recreate the software problem screen during the call. They said it shows excellent charging quality. They said the other issues could possibly be related to this issue. No patient symptoms reported. No further complications reported/anticipated.